Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Customer declined troubleshooting with tandem technical support; therefore, no additional information could be gathered regarding the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.